Manufacturer narrative:
Other, other text: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was able to obtain spo2 and pulse rate values. The unit was determined to be functioning as designed.

Event description:
Per medwatch (B)(4) the customer reported that the "patient's monitor said that the pulse oximeter was off patient. The sensor was still on the patient and everything was connected." There was no patient impact or consequence reported.